Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The alleged issue began on (B)(6) 2010 at 330pm. The mss was advised the patient manages her diabetes with humulin insulin (50 units in the morning/ 55 units in the evening. The patient continued to take her usual dose of medication. The patient claimed she did not have specific symptoms; however, mentioned she passed out. At an unspecified time after the start of the alleged issue, the patient stated emergency medical services (ems) was contacted. The patient was tested on the ems meter but does not remember the result. The patient was administered intravenous (IV) glucose. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. The cca discovered the meter would power on with test strip insertion but not by pressing buttons. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.